Event description:
A webform complaint was received regarding the detachment of the adc device after day 1 of wear. As a result, on (B)(6) 2022, the customer experienced hypoglycemic symptoms described as cold sweats, nausea, and light-headedness and was provided apple juice by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.